Event description:
It was reported that the lead exhibited noise problem and loss of sensing. Noise persistent even after changing cables and repositioning. Lead was not implanted and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the field reported noise and sensing anomaly issues could not be confirmed. The lead exhibited normal electrical characteristics. All measured data were within product specification.